Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between hd therapy utilizing a 2008t hemodialysis system and the serious adverse event(s) of death. The patient was reportedly critically ill and expired while actively undergoing hd therapy. There is no allegation or objective evidence indicating a 2008t hemodialysis system deficiency or malfunction caused the patient¿s expiration. Nevertheless, the cause of the patient¿s death is unknown; therefore, causality cannot be definitively established. Dialysis patients continue to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the totality of the information available, the 2008t hemodialysis system cannot be excluded from having a possible contributory role in the patient¿s expiration. Given the absence of a discharge summary, past medical history, death certificate and autopsy report, there is insufficient evidence to disassociate the 2008t hemodialysis system.

Event description:
It was reported that a patient with acute kidney failure (akf) on hemodialysis (hd) for renal replacement therapy (rrt) expired during hd therapy on (B)(6) 2020. Follow-up with the dialysis program manager (dpm) confirmed the patient was undergoing hd therapy when the patient expired on (B)(6) 2020. The patient was admitted with acute renal failure (among several other undisclosed comorbidities) and was not undergoing any renal replacement therapy (rrt) prior to hospitalization. The dpm confirmed functional compliance testing was performed by a fresenius regional equipment specialist (res) following the event, and the 2008t hemodialysis system was cleared to return to service. The dpm stated there were no machine alarms, nor was it suspected the machine malfunctioned in anyway. The patient was reportedly critically ill prior to beginning the treatment; however, the dpm declined providing any additional information (e.g. Discharge summary, death certificate, autopsy report, patient demographics, treatment record). The dpm reported the patient¿s death was not caused by a fresenius device(s) or product(s); however, the dpm would not disclose the patient¿s cause of death. The 2008t hemodialysis system was sequestered following the events, and functional compliance testing was performed the same day. Per the functional compliance report, all alarm testing and pressure holding tests fell within manufacturer specifications. Following the completion of the functional compliance testing, the 2008t hemodialysis system was approved to be returned to service.

Manufacturer narrative:
Plant investigation: although no parts were returned to the manufacturer for physical evaluation, an on-site evaluation was performed by a fresenius regional equipment specialist (res) and showed no issues with the machine. The machine passed all functional tests and no issues were found that could have contributed to the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.